Manufacturer narrative:
Based upon the inquiry info received, visual exam and functional test, it was concluded that the reported "device jammed" during surgery occurred due to a yielded cartridge nose weld and three staples jammed in the cartridge nose. The instrument was rec'd with a partially yielded nose weld which would not allow the following staples to properly feed into the nose to fire. No conclusion could be reached as to how the nose weld had yielded oras to how the two staples had become jammed in the nose.

Event description:
It was reported the device was used during a hernia repair procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.